Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurring alert 38 indicating consecutive stalled motor events on the ilet pump; the patient performed a factory reset without resolution, then, per guidance, removed the cartridge and dispensed to 60 units without triggering the alert, followed by a motor re-prime and full supply change; blood glucose rose to 400 mg/dl for about one hour and the patient used subcutaneous insulin via pen as back-up therapy, with no medical intervention or ketone testing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a failure to infuse associated with a communications problem and involvement of the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.